Event description:
Medtronic received a report that a hyperglide balloon was observed to have contrast leakage during use. The patient was undergoing occlusion balloon-assisted embolization surgery for treatment of an unruptured, saccular, aneurysm in the c6 segment of the right internal carotid artery. After establishing the treatment access via femoral artery puncture, the occlusion balloon was delivered into position. During inflation, contrast leakage from the occlusion balloon was observed. To ensure procedural safety, the occlusion balloon was promptly replaced with a new one, and the procedure was successfully completed. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.